Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for three (3) unknown 2.7mm locking screws. Part and lot numbers are not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Synthes manufacturing location is unknown. (Therapy date): the date of implant is unknown and was reportedly only as approximately one year prior to (B)(6) 2016. It is unknown if the subject devices will be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to the postoperative breakage of three (3) locking screws. The patient was initially implanted with and unknown locking compression elbow plate (lcp) and an unknown quantity of screws on an unknown date approximately one year prior to the revision surgery. The patient¿s postsurgical outcome is not available for reporting. Concomitant reported parts: 1x lcp elbow plate (part and lot unknown). This report is for three (3) unknown locking screws. This report is 1 of 1 for (B)(4).